Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint cannula was not received at fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Result: visual inspection of the provided photograph revealed the tubing of the cannula was pulled apart near the connector and manifold. Conclusion: we are unable to determine the cause of the reported event. However it is likely caused by the tube of the opt944 cannula being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannulas would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the tubing of a opt944 nasal cannula was damaged. There was no patient involvement.